Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that the cap of the tube loosens once opened and cannot be tightly secured. No patient impact.

Manufacturer narrative:
E.1. Initial reporter address line 1: (B)(6). D.2b medical device types : gim. G.5pma / 510(k)# k213670, k231373. Investigation summary: bd had not received samples or photos for investigation. Therefore, (B)(4) retention samples from bd inventory were evaluated by visual examination and (B)(4) tubes were selected for functional testing. No issues were observed relating to loose stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.